Manufacturer narrative:
The pacemaker is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced sudden dizziness and vision loss. Interrogation of the pacemaker revealed that there were periods of asystole due to pacing inhibition caused by oversensing. The sensitivity was changed, but the oversensing still persisted. It was suspected that there was an issue with both the device and rv lead. A revision was performed and the pacemaker was explanted and successfully replaced. The rv lead was surgically abandoned in the patient and also successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported clinical observations.